Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and only one similar complaint was identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a carotid artery stenting procedure, the catheter tip detached from its shaft and migrated further into the carotid artery. A vascular snare device was used to capture the detached portion for removal. The foreign body fragmented into smaller pieces. The physician decided to secure the detached fragments, which ment moving towards the cerebral part. The foreign body was pinned in position with a stent. Currently patient is under ICU observation for stroke risk.